Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump shows a system error 105 pic motor error in the history log. Any pt involvement, injury or medical intervention is unk.